Event description:
The pt reported that while they were inserting their voice prosthesis they inhaled and swallowed the prosthesis. After a consult with x-rays performed, the pt was then scheduled for a bronchoscopy to verify if the prosthesis has dropped into the lungs.